Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was 126 mg/dl at the time of the incident. The customer stated that the device was submerged in water form a cooler. The customer did not troubleshoot but may return the product back for analysis.